Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "coating on insertion tube peeled off" malfunctions would likely be related to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the tracheal intubation fiberscope exhibited peeling in the coating from the connecting tube. There were no reports of patient involvement.